Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "the left breast is encapsulate and cause discomfort in the area. Patient later reported left side capsular contracture, baker grade unknown. Device remains implanted.